Event description:
Humalog insulin pen used to administer insulin to pt. Nurse then tried to remove the contaminated needle from the pen by twisting and pulling it. This resulted in a needlestick to the second digit on the left hand.